Event description:
A pt reported experiencing inaccurate high results with an ot ultra meter. The pt's blood glucose was meter 147 versus 119 within 10 minutes, with a difference of 24%. Pt did not experience any adverse events. No further info has been reported.